Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was in an unconscious state prior to the shunt implant due to hydrocephalus, and was still unconscious after surgery in (B)(6) 2018. The patient was still in an unconscious state at the time of this report. An appeal was made to search the hospital to be able to adjust the pressure.